Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Heads...sliding off - oral-b [device breakage]. Heads...don't fit toothbrush...loose - oral-b [device connection issue]. Case narrative: 58-year-old female consumer via phone stated that the oral-b toothbrush heads did not fit her oral-b toothbrush. They were loose and kept sliding off. No injury was reported.

Manufacturer narrative:
16-may-2024 product investigation results: product return was received and evaluated. No failure could be identified, the product is according to specifications.

Event description:
Heads...sliding off - oral-b [device breakage]. Heads...don't fit toothbrush...loose - oral-b [device connection issue]. Case narrative: 58-year-old female consumer via phone stated that the oral-b toothbrush heads did not fit her oral-b toothbrush. They were loose and kept sliding off. No injury was reported.